Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's fluoroscopic output level exceeded the limit. No patient injury was reported.